Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was being repositioned after portable chest x-ray when the writer noted that the norepinephrine IV tubing had disconnected from the tree that was connected to the patient's right internal jugular (rij) dialysis catheter. The patient was observed to be severely hypotensive and decreasing level of consciousness (loc). The writer than ran to mix a new bag of norepinephrine with co-staff and restarted the norepinephrine. The norepinephrine was titrated to effect until patient's blood pressure stabilized. There was patient involvement with no harm.